Manufacturer narrative:
Continuation of d10:  product ID l-evolutfx-2329 (lot: 0013281026); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2026; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, ultrasound-guided right femoral access was performed, and three non-medtronic closure devices were deployed. The first closure device did not deploy correctly. Valve deployment was uncomplicated, with no gradient and no angiographic paravalvular leak observed. After the delivery catheter system was withdrawn and closure was attempted, the final angiogram of the right femoral artery showed no reflow, and digital subtraction angiography confirmed an occlusion. It was suspected that the non-medtronic closure devices had deflected on calcium, causing closure of both the anterior and posterior vessel walls. The patient required transfer for open repair. The physician did not suspect the delivery catheter system was responsible for the complication, citing the non-medtronic closure device failure as the mechanism.

Event description:
Additional information was received that it was confirmed by the physician that the cause of the occlusion was due to the non-medtronic closure device which deflected access site calcium. The closure device caused a posterior wall dissection and snagged the dissection flap, subsequently closing off the vessel at the end of the procedure when the sutures were tightened. The patient was successfully revascularized and was discharged a couple days later. The patient was doing well. Additionally, the physician indicated that the delivery catheter system (dcs) did not contribute to the complication. There is no allegation against a medtronic device.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5, h6. Image review: 1 cine loop of the puncture site was provided for review. The patient¿s summary was not provided for anatomical review. Adverse events that may be associated with the use of the evolut fx system include, but may not be limited to, the following: vascular access-related complications (for example, dissection, perforation, pain, bleeding, hematoma, pseudoaneurysm, irreversible nerve injury, compartment syndrome). Image 1 shows the reported access vessel occlusion by lack of contrast agent flow. As the physician stated, this was not related to the medtronic tavi device. So, no device relationship. Root cause for the required open repair surgery was likely calcium in the access vessel dislodged by the non-medtronic closure device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.